Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a bubbled dso seal that was discovered during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken battery compartment, damaged battery door, worn uso seal, and a bubbled dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. A bubbled dso seal was confirmed during visual inspection. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).